Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip fracture fixation procedure. Subsequently, three (3) months post-implantation, the patient presented with pain and mobility difficulties. Diagnostic images revealed a fracture of the implanted femoral fixation nail. The patient underwent revision surgery of the affected nail six (6) months post-implantation without reported complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - im nail. Visual examination of the returned product/provided pictures identified signs of use with scratches on the outside of the nail. The threads inside the nail are also damaged. The nail has fractured into 2 pieces near the top of the nail. There were also 2 unknown screws and a threaded cannulated device returned with the nail. Optical images of the device fracture surface show beach marks artifacts suggesting a fatigue mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right femoral intramedullary rod with eventual fracture at the level of the femoral neck screw. Comminuted fracture of the proximal right femur with involvement of the greater and lesser trochanter as well as the proximal humeral diaphysis which is still not yet healed at the time of hardware fracture. Root cause was unable to be determined. Reported event was confirmed by review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.